Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 42 mg/dl. The customer's blood glucose reading was 42 mg/dl to 300 mg/dl. Troubleshooting found that the customer changed meters and no further information was provided. Customer call was transferred.